Event description:
It was reported by repair work order that the scale was inaccurate due to head left load cell failure. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.